Event description:
It was reported that the customer fell and landed on the insulin pump the screen was smashed and cracked and became all black. The customer's blood glucose was not known. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with a cracked and bleeding display glass. The insulin pump was received with a cracked case at the display window corners, a cracked display window and minor scratches on the display window.